Manufacturer narrative:
Device evaluation: lens returned in a mico-centrifuge vial; dry with residue on product. Visual inspection found haptic torn and residue on lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.7mm, vticmo13.7, -16.0/6/52 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem. In the reporters opinion the cause of this event is due to patient-related factor, the reporter stated " the problem is with the sulcus, narrow sulcus".